Manufacturer narrative:
This report pertains to three of nine instruments with alleged inaccuracy. Mfg. Report# 1723170-2021-02970 pertains to instrument 1. Mfg. Report# 1723170-2021-02971 pertains to instrument 2. If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, there was an alleged inaccuracy of approximately 2mm due to instrument deformation during navigation. The procedure was completed by the use of backup products. The inaccuracy was isolated to the problem instruments. The reported issue did not result in a procedure delay. There was no impact on patient outcome. The likely cause was reported as instrument deterioration over time.